Event description:
The product is flimsy and it is difficult to get it into the skin. Additionally, when using the plastic cap to remove the pen needle, the needle remains in the pen causing a potential hazard. Route: sq. Diagnosis or reason for use: diabetes mellitus.